Event description:
The patient reported that at his last refill the nurse doubled the concentration of dilaudid in his pump but neglected to adjust the flow rate. The patient further reports that approximately 40 minutes later, he lost consciousness, hit his head on the floor and exacerbated a neck injury. The patient was taken by ambulance to the emergency room where the pump was stopped. The next day, the pump was restarted, but with a low dose of fentanyl. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.